Event description:
A cgm error was reported by the caller. There was no additional information provided regarding any impact on the customer's blood glucose level. The caller was unable to provide further details about the error at that time and was advised to follow up. Cts provided complete pump reset information. Customer did not have charger with them but will reset pump on their own and contact cts if issue persists.